Manufacturer narrative:
The screen turns blue, yellow, red, or complete interference. Doctor cant see anything on screen. The failure(s) identified in the investigation is consistent with the complaint record. The non-stryker cable was the root cause of the issue observed by the customer and confirmed in house during testing. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that there was interference on the screen which caused image loss.